Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 14 mg/dl at the time of the incident. The pump was in auto mode at the time of the incident. The customer was at 378 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as impaired speech. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer woke up with high blood glucose as their pump battery had died during the night. The customer also had sensor calibration and longevity issues. The insulin pump will not be returned for analysis.